Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. System scrapped.

Event description:
It was reported that there was damage to the monitor. As the representative was pulling the unit away, the monitor came off the hinge and fell on the table, which damaged it.